Manufacturer narrative:
Microscopic analysis reveals burr marks around the outer circumference of the abutment. The bur marks suggest the clinician modified the abutment to fit a crown. During this process, the wall thickness was significantly reduced and likely resulted in a premature abutment fracture. Follow up performed, if additional info is received at a later date, a supplemental report will be submitted. Product is a non-sterile part, so there is no expiration date. (B)(4).

Event description:
The complainant reported that a prima zi abutment that was placed on (B)(6), 2009 fractured on (B)(6), 2010. There were no further details of the event from the complainant at this time. There were no indication from the complainant of any adverse effect to the pt as a result of the reported problem.